Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. E1 - additional contact information: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in which the customer reported that the burette clave broke during patient infusion of unspecified solution. No holes, cut, tears or any other defects was noted on the tubing set. The customer reported that the product was stored in the air-conditioned room in the hospital and was not exposed to extreme temperature. The tubing was replaced and therapy resumed. There was no spillage and there was no drug exposure to patient or staff. There was patient involvement but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
The device was returned for evaluation on 7/6/23. As received, the clave was observed to be partially broken from the upper lid of the burette. The female adapter of the clave remained bonded inside of the bonding pocket of the upper lid of the burette. The reported complaint of a broken port can be confirmed. The probable cause of the broken clave port is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.